Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. The patient was brought in for evaluation and boston scientific technical services (ts) discussed programming options for optimizing the sudden brady response feature in this pacemaker. The feature was in use, but ts discussed it should be reprogrammed to prevent syncopal events in the future. The device remains in service. No additional adverse patient effects were reported.